Event description:
It was reported that during a patient examination on the axiom luminos drf system a long-leg technique was used. The patient table was moved 70 cm and 90 degrees upwards when the patient felt nauseous and fell off the table. The two radiographers present in the exam room unsuccessfully attempted to catch the patient. The patient and both radiographers received some bruises as a result of the incident. The reported incident occurred in (B)(6).

Manufacturer narrative:
A supplemental report will be submitted once additional information becomes available. (B)(6).